Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Therefore, the root cause of the purge disc/flag issues was due to a defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a demonstration the automated impella controller (aic) the purge cassette door was opened, and it was observed that the purge disk holder was broken. No patient involvement.